Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation the atrial lead exhibited far-r oversensing. The patient mentioned that they were previously told that the atrial lead had dislodged. The device was programmed to vvi and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead was explanted and replaced due to dislodgement on (B)(6) 2015. No patient symptoms or additional information was available at this time.